Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed noise and low, out of range low voltage impedance on the right ventricular lead. Older transmissions revealed a noise reversion episode on (B)(6) 2016 and intermittent loss of capture on (B)(6) 2017. Programming changes were made at the time on both the ventricular and atrial leads. The atrial capture threshold had increased slightly and the physician wanted to maintain a safety margin. The patient will continue to be monitored. The physician scheduled for the lead to be replaced during a routine generator change on (B)(6) 2019. The patient was stable.

Event description:
New information revealed that the rv lead was capped and replaced on (B)(6) 2019. The lead also exhibited sensing anomaly. The patient was stable.